Event description:
The user facility reported that during support of an impella rp flex that the patient had a hematoma at the impella rp flex access site of the right femoral vein. Repositioning unit was adjusted and a suture was added for hemostasis. The patient was weaned off of the impella rp flex support. The medical doctor was happy with the improvement. Post-operative surgery on the right-side support was explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the reported hematoma has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the hematoma could not be determined.